Event description:
Patient has apparent noise on rv lead falling in the vf zone. Patient was reported to have received a shock. Device remains implanted.

Manufacturer narrative:
We were notified that this lead was capped on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.